Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient side while circulating water during maintenance. The unit was powered off and rebooted, however the alarm persisted. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and the unit was replaced. The replaced unit has been requested for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient side while circulating water during maintenance. The unit was powered off and rebooted, however the alarm persisted. There was no patient involvement.